Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a post-operative rumbling sensation which was determined to be diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed so the patient no longer felt it. The sensation returned approximately one year later with high pacing thresholds also observed. The lead was reprogrammed again and remains in use. No further patient complications have been reported as a result of this event.